Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy the week before 12/30/97. It was reported the pt had increased bilirubin post-operatively and was complaining of pain. An ercp was then performed. The surgeon decided to bring the pt back to the or. A bile leak was discovered. The surgeon reclipped the duct. Two clips which were on the duct and one in the abdomen are being returned. The rep is not returning the device.